Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was repositioned on (B)(6) 2020. A review of x-ray indicated that the lead was pulled back but was not dislodged potentially due to twiddler¿s syndrome. When the pocket was opened, twiddler¿s syndrome was confirmed. There were no electrical issues. The procedure went well, and everything was fine. The patient was stable before, during and after the procedure.